Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error.

Event description:
It was reported that during service and evaluation, it was determined that the battery handpiece device would not run and had component damage. It was further determined that the device failed pretest for general condition, check positioning of saw head, check function of device, leakage test using bubble emission technique, check for mechanical free moving, check for sticky triggers, check falling out protection, check fitting of the lid, check for wear on housing and check general function of device. It was noted in the service order that the device was not working along with a reaming attachment device, lid handpiece device and quick coupling for drill bit device. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: b5: corrected h6: component codes, investigation findings codes and investigation conclusions updated.

Event description:
It was reported that during service and evaluation, it was determined that the battery handpiece device had a sticky trigger, would not run, had component damage and a leak tightness test failure. It was further determined that the device failed pretest for general condition, check roundness of housing, leakage test using bubble emission technique, check for mechanical free moving, check for sticky triggers, check falling out protection, check fitting of the lid, check for wear on housing and check general function of device. It was noted in the service order that the device was not working along with a reaming attachment device, lid handpiece device and quick coupling for drill bit device. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.